Event description:
It was reported that a 2 stage revision surgery was performed, due to gross infection, causing the acetabular cup to subluxate. On (B)(6) 2011 an antibiotic spacer was inserted. Once the infection subsided, the second stage of the revision was completed (B)(6) 2011.

Manufacturer narrative:
Devices were not returned to manufacturer. Evaluation of x-rays performed in the absence of the devices.

Event description:
Revision surgery is scheduled due to loosening of the acetabular component. Device has been implanted for (B)(6).